Manufacturer narrative:
(B)(4). Results, conclusions: death.

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the 1st obtuse marginal. It is reported that approximately 26 months post index procedure the patient experienced stenosis of the target vessel. No pci was reported to have been performed. Approximately 31 months post index procedure the patient expired. Cause of death is reported as cardiac arrest. Investigator assessed the event was not related to the study device.